Event description:
Resident was in tub with end entry, following bath, chair carrier was moved into position and attached to tub. The chair was moved down the track and onto the carrier when the carrier detached and the seat fell between the tub and the carrier with the resident scrapped in the chair.